Event description:
It was reported that the patient had received multiple inappropriate shocks. X-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was stable after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.